Manufacturer narrative:
Received 1 silicone catheter. The reported issue was confirmed as cause unknown. Per the visual evaluation, it was noted that the balloon was burst and no pieces missing were noted. The active length was measured and results were as follows: short side= 0.7735¿, long side=0.7925¿ (per dwg8040 the active length is 0.6¿ to 0.9¿). The catheter active length was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water. 5cc balloon: use 10ml sterile water. 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the balloons burst during a pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloons burst during a pretest.